Manufacturer narrative:
(B)(4). Investigation summary: customer reported the t connector snapped off, and returned the affected sample. The tubing is clearly separated from the t connector of the smart site and the complaint is verified. Sample was analyzed under microscope which found that the tubing appears to be inserted deep enough into the smart site. Dimensional analysis revealed t connector to be within tolerance. A device history record review could not be performed on model 20041e because a lot number was not provided by the customer. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: there appears to be sufficient solvent along the tubing and smart site, and thus the root cause cannot be determined. Some possibilities are insufficient set time for the solvent or user error, but neither can be proven. This appears to be an isolated separation with factors in place that would prevent such failure. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tubing snapped off the t-conn w/ll & 1 vlv port during use. The following information was provided by the initial reporter: "parents called rn into the room when they noticed the IV tubing came disconnected. Rn assessed the site and noticed that the t connector actually snapped off and broke. Rn was unable to connect a new one and piv site was lost."